Event description:
It was reported that the patient presented for an implant procedure. It was noted that when the low voltage lead was inserted to the right ventricular port of the pacemaker, a high pacing impedance was noted but when connected to the left ventricular port the impedance was in range. The pacemaker was not used and replaced during procedure. The patient was stable.

Manufacturer narrative:
The reported events of defective device, and high rv lead impedance were not confirmed. The device was received with battery voltage near beginning of life (bol) level. Visual inspection of the header and connector did not find any contamination or foreign material that could contribute to the reported events. Review of device history record (DHR) indicates all steps were completed and signed off without anomaly. Electrical and mechanical analysis performed indicated normal functionality. Additionally, the device was tested with various loads, and the device was able to detect and measured the lead impedance within normal range. Longevity assessment was performed, and the pacer was in the normal range of operation with appropriate remaining longevity.